Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire station was not detected on the communication bus, and the cabinet controller was not present. A field service engineer (fse) attempted to log into the application multiple times but was unsuccessful. The fse restarted the station and also attempted access using the administrative account, which did not resolve the issue. The fse proceeded to inspect the hardware by removing the rear panel and checking the drawer controller boards and module controller boards, confirming that indicator lights were active. The fse disconnected all connections from the communication bus and restarted the station, but the cabinet controller remained unresponsive. The fse then inspected the electronic compartment and identified that the communication module had no indicator lights. The fse replaced the communication module, powered on the station, and confirmed restoration of functionality. The fse then guided a nurse to perform storage space recovery and verified proper operation by completing an inventory test of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire station was not detected on bus and cabinet controller was also not present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.